Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were swelling of eyes, discharge and pain. The patient was prescribed sulfamethoxazole antibiotic. It was mentioned that the infection was due to the surgery and not device related. The infection was reportedly cleared up.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were swelling of eyes, discharge and pain. The patient was prescribed sulfamethoxazole antibiotic. It was mentioned that the infection was due to the surgery and not device related. The infection was reportedly cleared up.